Manufacturer narrative:
The hematocrit saturation probe assembly was replaced. The unit was returned to the customer. This report is being submitted to the FDA as a result of a retrospective review of product complaints.

Event description:
It was reported that the venous hematocrit saturation readings were inaccurate during cardiopulmonary bypass surgery. The product was not changed out and the surgery was completed successfully.